Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit would not pace. Analysis did confirm the customer comment that there was no screen menu. Analysis also found two side bail covers broken and the battery contacts compressed. (B)(4).

Manufacturer narrative:
Further analysis was performed on the display printed circuit board assembly (pcba). Functional testing was repeated and no anomalies were observed. Conclusion: no defect found with the display pcba.

Event description:
It was reported that the external pulse generator would not pace and that there was no screen menu. Further, it was reported to the technical services department that the generator would not power on. The generator was returned for service. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not pace and that there was no screen menu. Further, it was reported to the technical services department that the generator would not power on. The generator was returned for service. No patient complications have been reported as a result of this event. (B)(4).